Event description:
According to the reporter, since switching to the new tubes, they have noticed increased secretions clogging up the inner cannulas and causing blockages. They had a code blue emergency trach change as a result. A new inner cannula was placed. The patient had severe symptomatic bradycardia that required atropine. It was noted that the cuff deflated. It was also noted that they change the ic every shift change, which is twice a day, using humidification and using the disposable tubes. The institutional policy for frequency of inner cannula tube changes is once a shift and prn. Suctioning was typically done every 2-4 hours. The patient was not on ventilation. It was not known if there was a drop in patient oxygen saturation levels.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.